Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer declined to troubleshoot the issue and reported supplies would be changed. Customer was successfully able to insert a new infusion site, fill the tubing, fill cannula and resume insulin. Additionally, it was reported that the customer received a cartridge change error during the load process. Tandem technical support walked the customer through loading a new cartridge; customer successfully completed load process. The customer's blood glucose was in the 200 (mg/dl) range.